Event description:
On november 16, 2023, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Based on the initial escalation analysis, the sensor deviated from normal behavior displaying some mismatches between sensor readings and calibration entries. An RMA was authorized to further investigate the sensor performance deviation. The return material testing analysis, however, did not reveal any performance malfunction, thus the failure mode could not be reproduced during the in-house testing. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The in vivo glucose data showed transient noise in the glucose values, which could potentially cause sensor inaccuracies. As part of resolution, the RMA was authorized for sensor replacement.